Event description:
Stapler was used to close off tissue in the lower bowel and rectum. In order to see the area better and complete the suturing, the surgeon gently inserted a dilator into pt's rectum. He did not push hard on staple line. When staple line was checked it was found that staples (o shaped) did not hold and tissue was not intact. Believe there is a problem with staple mechanism in the gun. Did not feel pressure on staple to pull apart. Did not feel staples closed on back side when they were put in with gun.